Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the us. Analysis is pending.

Event description:
Reportedly, the pt implanted with the subject lead received 23 inappropriate shocks due to noise sensing. It was reported that the... Had insulation degradation and that the lead was extracted using the cook method. The physician indicated that the insulation degradation could be due to lead position and the pt lifestyle (active and sportive); this lead was implanted with subclavian access in a position near to the sternum and a part of this lead was intra-muscular (pectoral muscles). Reportedly, another isoline was already replaced on (B)(6) 2010, due to similar characteristics.